Event description:
Technician alleged the bed had loss of ground. No patient impact.

Manufacturer narrative:
The technician found the cause to be an old power cord plug. The technician replaced the power cord plug to resolve the issue.